Event description:
Reporter indicated that his dell handheld computer's screen froze after interrogating a patient. A soft reset was performed which resolved the problem. The dell handheld computer and flashcard will not be returned.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.